Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the non-calcified, not tortuous common femoral artery after a diagnostic procedure. Reportedly, arterial back flow through the marker lumen was not observed; the device was removed and another proglide was used successfully to achieve hemostasis. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that it was returned with all components in pre-deployed position. During lab testing, the luminal marking test failed as reported. The device was disassembled and found excessive dried blood and other biological matters occluding the marker lumen. The probable root cause for the blocked marker lumen is due to blood clot or other biological matters. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.